Event description:
It was reported the original ipg was replaced with a new ipg of the same model due to end of life. The patient was without stimulation prior to the procedure. There were no parameters provided to determine longevity of life for the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.